Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose levels. The customer¿s blood glucose levels were 581 mg/dl and 600 mg/dl. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer did not mention any treatment related to high blood glucose level. The customer did not mention any symptom related to high blood glucose level. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose. The customer alleged the insulin pump for under delivery. The customer reported that the insulin pump was on auto mode at the time of incident. The customer agreed to test the insulin pump. The device will not be returned for analysis.